Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is in chronic atrial fibrillation and that both the right and left ventricular leads have high thresholds. They remain in use. No patient complications have been reported as a result of this event.